Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and resulted in the patient experiencing diaphragmatic stimulation. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.